Event description:
It was reported that occasionally clinicians will note a volume mismatch between syringe actual volume and pump display. An example given by customer is when a syringe is filled with with 1.2ml and loaded in syringe module, the pump reads the volume as 1.18ml. The clinician is not be able to proceed with programming. Customer states they have confirmed the use of approved syringes. The customer is requesting a product enhancement to be able to change duration limits to have a cushion and prevent the alerts. This was generalized feedback with no specific events noted. There was patient involvement but no patient harm was reported.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.